Event description:
Customer reported that the device delaminated during implant. The device was removed and exchanged. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.